Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's school nurse reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. The customer was treated with juice. The customer's nurse stated the patient had low blood glucose because they didn't have the pump. The customer's nurse to talked patient doctor and call us in order to troubleshoot.